Event description:
It was reported that the pt has been an inconsistent device user. Device lock was obtained and impedances were normal. Pt and parent have lost confidence in the device and is requesting device revision surgery.